Event description:
It was reported that the li61aor intraocular lens was inserted into the pt's left eye using a ez-28 delivery system. After the lens insertion the surgeon noted that the lens haptic was bent. A second li61aor lens was successfully implanted. The incision was enlarged and sutures were used. The pt's was enlarged and sutures were used. The pt's most current prognosis was described as great. Please ref MDR# 1119279-2012-00179 for the intraocular lens.

Manufacturer narrative:
The device has been requested for eval; however, it has not been returned to bausch + lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.